Event description:
A user reported that a patient had a number of small, colored "glass/ metallic" particles removed from the dermis in their lower achilles tendon area, following pain in the area and identification of the foreign bodies on x-ray and CT imaging. The pain started approximately four weeks after a procedure with a tenex health tx1 microtip on the achilles tendon. A pathology report identified "glass pieces." No issues were reported during the procedure. The microtip was not returned for evaluation. The microtip does not contain colored glass materials. It is unclear where the particles originated or how they were deposited into the dermis.